Manufacturer narrative:
Product complaint # (B)(4). Device is being returned for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. On (B)(6) 2017, surgery was performed using the mountaineer system. The fixed area was c2 ¿ t4. During the surgery, the following implant got broken when the surgeon tried to place it in the body. Mntr adjust wedding band 3.5-5.5 (part#: 188311302, lot#: ca5bl94). The surgeon dealt with this event by using a spare implant. No broken parts were found left in the body, and the surgery was completed with a 2-minute delay. There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination found that the mountaineer adjust connector¿s components which include the rod holder and compression chip had fallen apart. Based on the observed failure it is suggested that higher than anticipated forces were placed on the adjust connector, thus resulting in its components falling apart. Therefore, the reported device failure is confirmed based on the evaluation of the returned device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the mountaineer adjust connector falling apart cannot be positively determined. However, based on the observed failure it is suggested that higher than anticipated forces were placed on the adjust connector, thus resulting in its components falling apart. No corrective action/preventive action (CAPA) is necessary at this time as no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.